Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced atrial fibrillation. The patient received intravenous medi cations and the event was considered resolved on the same day. The leadless implantable pulse generator (ipg) was implanted and remains in use. The investigator indicated the event to be procedure related and implant tool (introducer) related. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.